Event description:
On 06/15/1998 a co rep received a phone call from a physician inquiring about methods of treatment for symptoms of claudication & occlusion. It was later reported that the pt was taken to surgery where the anglo-seal & a clot were surgically removed from the pt. As of 07/09/1998 there has been no further info regarding this event provided by the facility. There has also been no further report of complication or pt sequelae.